Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: the lead service line leader has not been notified of previous issues until now. Surgeon feels something has changed in the quality of suture and has become unreliable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Lot number? Any adverse patient consequences?

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. During the procedure, the pa-c described the suture as brittle when using intraoperatively and breaking with minimal tension. There were no adverse patient consequences reported. Additional information has been requested.